Event description:
It was reported that the patient's stimulation was off. Reprogramming was only possible to 5.5 volts; above 5.5 volts the stimulator stopped, went into reset, and asked for the serial number. Battery depletion was suspected. The predicted longevity was 8 months. The patient had a tens unit for pain control until the implantable device could be replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.